Manufacturer narrative:
Device evaluation: one device without its original packaging in used and decontaminated condition was received for investigation. Visual inspection showed no damage or discrepancies that could cause cuff inflation failure. Functional testing showed cuff inflated symmetrically without any discrepancies. The reported failure was not confirmed. No root cause can be determined since the complaint was not confirmed. A device history report (DHR) review could not be completed with the reported lot number. No corrective actions are required because the complaint was not confirmed.

Event description:
Additional information was received confirming the event occurred when user started the ventilation system, the night when tube was changed. No patient injury or clinical consequence were observed.

Manufacturer narrative:
Report source is unknown. No information has been provided to date a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach tube cuff would not inflate before starting the ventilation. The tube had to be changed. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.